Event description:
It was reported that a user experienced a libre 3+ sensor unavailable/reconnecting alert with no display on the ilet system, and blood glucose data temporarily did not appear until the sensor was rescanned and the system was rebooted. Symptoms included no clinical symptoms. Outcomes included no impact on blood glucose and no medical intervention. Investigation included user education and troubleshooting, sensor rescan, and device reboot. Investigation of this case revealed that signal loss occurred with the responsible device not identified, and glucose data resumed after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was that the event involved a transient communication issue was resolved with reboot and rescan, and the device functioned as expected after recovery.